Event description:
An #18 insyte catheter was being inserted in the right forearm of a pt. While a strip of tape was being placed under the catheter hub to stabilize the site, the tape stuck to the rn's glove and IV catheter and hub turned to the left 90 degrees. Rn straightened the hub and catheter noticing at the same time that a small hematoma started to develop. Tape was applied over the hematoma and the wings of the hub were taped down. The metal needle was retracted with no blood return. A saline syringe was attached to the hub to flush the catheter. At that time, saline squirted around the hub. The syringe was tightened and saline was flushed a second time. Saline again squirted around the hub. The tape was removed from the IV site over the wings of the catheter and over the site of the hematoma. On removing the catheter with the saline syringe attached, the hub only was withdrawn. Immediate pressure was applied to the vein and the ER md was called to the bedside. Md palpated the vein with no catheter felt. X-rays done on the forearm, humerus, and chest as well as a CT scan w/o contrast. Results were inconclusive. Event disclosed to patient and family. Healthcare professional impression: it appears that there might have been a flaw in the catheter in that the metal piece in the hub was missing. This could have allowed for catheter displacement.